Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to t-wave oversensing in the secondary sensing vector. The patient had previously reviewed an inappropriate shock as well. A request for programming guidance was needed. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited an inappropriate shock due to t-wave oversensing in the secondary sensing vector. The patient had previously reviewed an inappropriate shock as well. A request for programming guidance was needed. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.